Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery from the insulin pump. The customer's blood glucose reading was 155 mg/dl. The customer stated that the no delivery occurred during basal, bolus and fixed prime. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.